Event description:
Allegedly the patient was revised due to the following mom complications: metallosis; evaluated cobalt and chromium levels; pain. (Right). The neck came out with head. Stryker dual mobility liner used with our 28 mm head and neck. Cultures taken.

Manufacturer narrative:
After the initial report, it was determined that there was no complaint alleged against the device. Please void the report.

Manufacturer narrative:
After the initial report, it was determined that there was no complaint alleged against the device. Please void the initial report.

Manufacturer narrative:
After the initial report, it was determined that there was no complaint against the device. Please void the initial report.

Manufacturer narrative:
After the initial report, it was determined that there was no complaint against the device. Please void the initial report.